Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Eval codes, results & conclusion: (short conical aortic neck).

Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt has a 6.9 cm in diameter. Vessel morphology was reported as short (10 mm) conical aortic neck. It was reported that the bifurcated stent graft was inadvertently pulled down while the physician was modeling the stent graft landing lower then intended resulting in a type I endoleak. (MFR#2953200-2010-01881) the physician successfully implanted a talent aortic cuff. One week later the pt returned with abdominal pain and CT demonstrated that there was a type iii endoleak between the aortic cuff and the bifurcated stent graft. The physician stated that the cause of the separation is most likely related to the conical aortic neck. The physician treat the type iii endoleak with another talent aortic cuff and the endoleak was resolved. No clinical sequelae were reported, and the pt is fine.